Manufacturer narrative:
The device history record confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber distal tip is fractured. The total length of the fiber is 11 feet and 10.25 inches, connector included in over-all length. The fiber was tested with hene laser fixture, aim beam is visible at the distal tip. There are no signs of breakage along the length of the fiber and at the connector. Dark discoloration was noted near fiber tip within blue jacket. Based on the information currently available, the cause of the observed device damage cannot be established.

Event description:
It was reported that during a procedure the sureflex fiber was defective after a half minute at 5w 5hz . There was no clinical consequences to the patient. Procedure was completed with another fiber.